Event description:
It was reported that the patient was experiencing inadequate stimulation as well as loss of stimulation. It was also noted that the patients lead had migrated which was confirmed via x-ray. The patient underwent a replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded.